Event description:
Information received from a healthcare professional reported that one (B)(6)-year-old male patient with deep brain stimulation (dbs) for parkinson's disease experienced a stroke and became paralyzed at three years post-operation. The hcp stated that detailed diagnostics and interventions were not clear as the patient was treated in the local hospital and lost to follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.